Manufacturer narrative:
Medical device: model number/catalog number 720185-01, serial number (B)(4), batch/lot number 787837004, gtin (B)(4). Model/catalog description reservoir flat iz 100 ml, expiration date 08/21/2014, manufacturer date 09/11/2012.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 15 cm cylinders, pump, and reservoir were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.